Event description:
A consumer implanted for multiple back operations and spinal pain reported a month ago they were in the hospital for a month due to a back surgery that could be related to the device. The consumer was released from the hospital last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.